Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a damaged battery compartment, damaged battery door spring, a scratched label, and a bubbled downstream occlusion seal. The device's event history log was reviewed for evidence of the reported problem, nothing was found. To conduct function testing am accuracy test was performed. Upon testing, it was revealed the device was found to be over delivering. To address the issue, the expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed accuracy testing. Event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.